Manufacturer narrative:
Section b5 (describe event or problem) update based on additional information receivedadditional information: a2-age, a3-sex, a4-weight, device run time.

Event description:
The autopulse platform (sn (B)(6)) was used in an attempt to resuscitate a 69-year-old male patient (120 kg) in cardiac arrest. After 20 minutes of use, the platform displayed a "system error, out of service, revert to manual CPR" message. The crew reverted to manual CPR. The return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. No additional information was provided. Per the reporter, the patient's death was not related to the autopulse platform.

Event description:
During patient use, the autopulse platform (B)(6) displayed a "system error, out of service, revert to manual CPR" message. The crew reverted to manual CPR. The return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead. No additional information was provided. Per the reporter, the patient's death was not related to the autopulse platform.

Manufacturer narrative:
The report of the autopulse platform (B)(6) displayed a "system error, out of service, revert to manual CPR" message was confirmed during functional testing and archive data review. The system error was cleared using apvision software during the device evaluation performed at zoll. During further testing, the system error did not occur again. Nevertheless, the processor board pca assembly needs to be replaced as a preventative precautionary measure. During visual inspection, the platform was examined and found a cracked front enclosure, unrelated to the reported complaint. This type of physical damage found during visual inspection is characteristic of the user mishandling such as a drop. The front enclosure needs to be replaced to address the physical damage. Also, unrelated to the reported complaint, during a further inspection, noticed a hole in the load plate cover that affects the watertight seal. The probable root cause for the observed physical damage was user mishandling. The load plate cover needs to be replaced to address the damage. The archive data review indicated system error 132 (internal watchdog timeout), thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the customer complaint. Ap vision software was used to clear the error log. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test confirmed that both cell modules function within the specification. The platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery for 30 minutes without any fault or error. The processor board needs to be replaced as a precautionary measure, as the board may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use-only indication is prominently displayed on device labels and in the device manual. The benefit of using autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, the rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage ofautopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard-of-care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patient survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.